Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive during a bolus attempt. Customer indicated that they are very hard to press, customer also indicated that the battery cap cannot be opened and cooking oil was put around the opening of the battery cap to loosen it but it cannot be opened. Customer's blood glucose was 162 mg/dl at the time of incident. Troubleshooting was done for keypad but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional testing's including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No delivery anomaly noted. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had an intermittent button response due to corroded keypad traces. The insulin pump had stripped battery cap at coin slot area, cracked case at display window corner, minor scratched lcd window and missing end cap sticker.